Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 28 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, the stent edge was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.